Manufacturer narrative:
On (B)(6) 2019 - the consumer accepted a replacement. Therefore, we will not receive the device for an investigation.

Event description:
On (B)(6) 2019 - the consumer claims that the product started to smoke when on high heat. The consumer agreed received a replacement.